Event description:
It was reported that a malfunction on the pump occurred after the customer walked through a full body scanner at the airport, there was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support in resetting the pump, which resolved the issue as the malfunction code did not recur after resetting.